Event description:
I-flow was first informed of this event in november 2004, from a distributor. According to the report, "the drug came out from the filter or from line connection, contaminating pts, rooms and physicians."